Manufacturer narrative:
Date of event is estimate. The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The patient effects of hematoma and hemorrhage are listed in the instructions for use as potential adverse events. A conclusive cause for the reported patient effects of hematoma and hemorrhage and the relationship to the product, if any, cannot be determined. The subsequent treatments of surgical procedure and additional therapy/ non-surgical treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying perclose devices that may be related to the following device issues: bleeding around the device after needle deployment, oozing at the end of the device deployment, noncapture of the sutures. These device issues may be related to the following patient effects: surgery intervention, second device, retroperitoneal hematoma requiring blood transfusion and extended hospital stay. Details are listed in the attached article, titled "use of vascular sealing devices (vasoseal and perclose) vesus assisted manual compression (femostop) in transcatheter coronary interventions requiring abciximab (reopro)."